Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to corrosion of the power supply board. A review of the device history record for sn (B)(4) was performed from 10/20/2015 to 09/14/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Customer reported a battery issue. Three (3) batteries were swapped and the control unit does not allow it to complete a battery conditioning test. It was reported there was no patient involvement.